Event description:
It was reported that the following issue was observed on the device: ¿sent to sco for a channel error.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿during the visual inspection I noticed that the unit had the old style pressure sensors, so I replaced them both. The unit accepted a pressure calibration without any problems, but when I opened the door to start the rate calibration I got a "channel error". I checked the error log and it was full of motor encoder errors. The motor encoder board is part of the air-in-line (ail) assembly, so I had to replace the ail sensor as well as the board. Afterwards, I was able to calibrate the instrument. During testing I noticed that some segments were starting to dim on the top display, so I replaced the display board. After the repairs, the unit passed all of its pm tests with no issues.¿ reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.